Event description:
It was reported that approximately one hour after inserting the intra-aortic balloon (iab) the waveform became dampened. The surgeon determined there was a possible clot formed at the tip of the iab and used the guidewire to push through the inner lumen to clear it. After this, the waveform appeared normal again and therapy was continued successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name - (B)(6). Occupation - administrator / supervisor - cardiothoracic laboratory manager. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 through feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).